Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 product was confirmed. The root cause was incomplete prime. The label review found the labeling adequate for the use error in this complaint.

Event description:
The customer contacted baxter's service center regarding a system error 2240 which occurred on the home choice (hc) during use during initial drain. The technical service representative (tsr) had the home patient (hp) cycle the power. The hc then alarmed system error 2367. The tsr had the hp cycle the power again and the alarm cleared. The tsr advised the hp to start over with new supplies. The patient was connected at the time of the alarm. The patient line had not been properly primed prior to connecting. The patient was not using patient extension lines. The supplies were not damaged by an outlet port clamp or an assist device. Proper procedures were reviewed with the hp and there were no samples available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.